Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2016 due to advisory or recall. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).